Event description:
It was reported to philips that the system was unable to perform geometry movements. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system on-site and confirmed that the system was unable to perform geometry movements. Upon troubleshooting, the fse found a fuse in the l-arm unit that was loose. The fuse was adjusted and secured, after which normal movement of the l-arm was restored. But there was a recurrence, and to resolve the issue, the fse replaced the amc drive. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.